Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. The overinfusion was discovered when the patient noticed that the medication delivery had completed approximately 5 hours sooner than expected. The device had been filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: potential lot# was reported as: 2c1009kp h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.